Event description:
It was reported that during a ptca treatment procedure, the pt2 moderate support 185 cm guidewire fractured and a portion of the wire remained in the patient's body. Upon admission, it was confirmed that the patient's rca was thrombotic. His diagnosis was acute myocardial infarction. The physician planned to stabilize rca, then send him to surgery. Sometime during the vessel stabilization procedure, the pt2 moderate support 185 cm guidewire fractured. When removing the wire from the patient, the tip separated from the wire and remained in the patient. The patient's condition remained stable. The planned bypass surgery was scheduled for the third week of month at which time, the tip of the wire was planned to be removed.